Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 28 mg/dl. The customer stated that the paramedics came and he was treated with insulin. The customer stated that he treated his low blood sugar with glucagon and regular meals until his blood glucose was in the normal range. The customer also stated that he pump was in suspend mode and he over bloused which caused him to be high. The customer stated that he was not in a vehicular accident. The customer declined to troubleshoot for low blood glucose readings. The customer stated that he knew what caused him to have low blood glucose.